Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider (hcp) via a study. It was noted that in addition to previously reported drugs, the system was also delivering cns-hydro 0.6 mg/ml at 0.35008 mg/day (as of (B)(6) 2016). The clinical diagnosis was pump pocket infection with dehiscence. Fluid was leaking from the pump site on (B)(6) 2016. Redness and swelling were noted around the incision/pump site on (B)(6) 2016. The hcp assessed the site and performed seroma evacuation. Serosanguinous fluid was drained, and cultures were sent to the lab. Laboratory testing on (B)(6) 2016 found rare staphylococcus lugdunensis. This event was possibly related to the implant procedure and possibly related to the device or therapy. On (B)(6) 2016, the device was repositioned. During surgery, the pump and pump segment catheter were removed. The pump segment catheter was discarded, and a new pump segment was obtained. The pump was cleaned and placed in a warming basin. The pump pocket was extensively excised and debrided, packed with antibiotic soaked lap sponge, and appropriate wait time was allowed before closing the wound. A new pump segment catheter was threaded from the r lateral chest wall to the r flank and connected to the spinal segment via titanium pin with proximal end externalized. The pump was removed from the warming basin and secured externally to the upper left quadrant using hypafix tape. An abdominal binder was placed around patient to secure pump and maintain adequate temp. [The pump was later replaced, and the infection resolved].

Event description:
Additional information was reported that the patient was receiving hydromorphone 0.6 mg/ml at 0.35008 mg/day, bupivacaine 19.8 mg/ml at 11.553 mg/day, clonidine 902 ug/ml at 526.28 ug/day and fentanyl 1,157 ug/ml at 675.1 ug/day. The onset of the event was (B)(6) 2016. It was noted that on (B)(6) 2016, the pump was externalized temporarily. Further information was received that the infection resolved and the pump was replaced and internalized on (B)(6) 2016.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen, sufentanil, and clonidine (concentrations, doses, and baclofen lot number were not reported). Indications for use were unknown. A pocket infection was reported and the change in therapy/symptoms was sudden. The infection was related to the device. The hcp planned on using a pump off-label to deliver a low flow-rate that was not deliverable via an external pump. He was doing the off-label procedure to prevent withdrawal on a patient who was not strong medically. The patient had a current pump pocket infection and the doctor did not have time to wean the patient. The patient was on a high dose of clonidine, sufentanil, and baclofen. The hcp was asking what the flow rate accuracy percentage was of a pump that was delivering at room temperature. Further information was not provided. Drug information, other medications the patient was taking at the time of the event, medical history and indications for use, the cause of the infection, diagnostics performed with results, actions/interventions to resolve the event, and patient outcome were not reported. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from the health care provider (hcp) indicating that the outcome was 'resolved without sequelae' as of (B)(6) 2016.

Manufacturer narrative:
Pump: c100 - no anomaly found. Catheter : c200 - the catheter was found with a tear in the seal near the guide ring of the connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.